Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 450 (mg/dl) for a month. Customer administered correction boluses and insulin injections to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they have been in contact with their health care provider to discuss diabetes management.